Event description:
A malfunction was reported with the customer's pump, identified by the malfunction code "malf 3". There was no adverse impact to the customer¿s blood glucose level. Customer service planned to replace the pump, and the customer reverted to using multiple daily injections (mdi) as a backup insulin therapy.